Event description:
It was reported that stimulation was in the wrong location. The patient was in so much pain they couldn¿t stand it, they could hardly walk. It had been on the left side the whole time but at the time of the report it was on the right side and they were on pain medications. The patients left side was perfect but they couldn¿t put any pressure on their right side. It started the day before easter, (B)(6), 2015, and it had gotten worse and worse since then. There was an impedance issue which included high impedances. There were values of greater than 10,000 ohms on electrodes 11, 12, 13, 14, and 15. Actions required as a result of the event was reprogramming. No diagnostic testing or troubleshooting was performed, it was not required. If there was a product issue, the cause of the issue was not determined. The manufacturer representative (rep) saw the patient in the office to reprogram. They had new right sided p ain and wanted stimulation in that area. They did the impedance check, with the electrodes noted out, and they programmed around that. The rep notified the healthcare provider (hcp). Patient status at the time of the report was alive no injury. There were no patient symptoms or complications associated with the event. The patient was doing better once they left the office and there was no new information. The patient was still having concerns regarding their device or therapy but was working with their hcp or rep. They had an appointment date for (B)(6), 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).